Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, reportedly, the root cause of the wrong size insert was human ¿error.¿ the patient impact of the reported events was the placement of the wrong insert and subsequent revision. Further patient impact beyond the reported events cannot be determined as the patient¿s current health status is unknown. No further medical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. An historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to user/procedural variance or user error. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2021, they realized that the wrong size insert was inserted into tibia in error. A size 6 tibia was implanted along with a lgn ps high flex xlpe sz 3-4 10mm. The insert should not fit, but it did snap into the tibia; and since the insert snapped in to the tibia without noticeable issues, it was implanted and patient closed. A revision surgery was performed on (B)(6) 2021 in order to implant the correct insert size (lgn ps high flex xlpe sz 5-6 10mm). It was confirmed that the patient did not have any symptoms. Current health status of patient is unknown.